Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that only the deployer was returned for evaluation. The red trigger was found in a normal shape. Neither the plates nor the suture was returned for evaluation. The device had foreign matter, presumably biological matter. No other anomalies could be observed on the device. A functional test was performed to the trigger. The trigger was activated several times, no obstruction or difficulties while deploying were found. It was verified that the pusher shaft tip is sliding out completely from the shaft. The overall complaint was not confirmed as the observed condition of the truespan 24 degree peek would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: there were no non conformances related to this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. E1: the reporter¿s complete facility address was not provided. According to the information received: ¿during the meniscus repair surgery truespan device failed to repair tear and found damaged. Wasn't deployed properly and the anchor come out from the meniscus before he fire the 2nd anchor, so discarded this and used another device to complete the procedure. No formal complaint was raised by the surgeon and there is no adverse effect to the patient. 2 minutes were wasted during this period.¿ no additional information could be provided. The product has not returned to depuy synthes, however a photo was provided for evaluation. Visual inspection of the returned photo found only one plate deployed and still attached to a fragment of the suture. The suture was broken, frayed and had foreign matter, presumably biological matter. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure and over-tensioning of the suture. As per IFU-113244, 1) use caution when tensioning the suture. Over tensioning may cause tissue damage and/or suture or implant breakage. Properly handling and attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Document specification review: IFU-113244, device history lot: pn: 228152, lot number: 241l707, there was a non-conformance nr-0208440 not related. Manufacturing date: 10 nov 2023, expiration date: 31 oct 2026, device history batch: null, device history review: pn: 228152, lot number: 241l707, there was a non-conformance nr-0208440 not related. Manufacturing date: 10 nov 2023, expiration date: 31 oct 2026.

Event description:
It was reported that during a meniscus repair procedure, a truespan 24 degree peek failed to deploy properly causing a 2 minute delay. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed. The exact date of the event was unknown. However, it was reported that the event occurred in 2026.